Manufacturer narrative:
510k: this report is for one (1) unknown dcs plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Implanted in (B)(6) 2016; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is the patient¿s husband without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, there was a postoperative breakage of dynamic condylar screw system (dcs). Initially the patient underwent a removal of the broken unknown screw -plate material and re-osteosyntheses using dcs and additive dorsal plate fixation on (B)(6) 2016. On (B)(6) 2017, the patient had a plate fracture on the right side and underwent an osteosynthesis with 12-hole dcs and 6-hole dynamic compression plate with limited bone contact (lcdcp) with allogeneic and autologous spongiosaplasty. It was unknown if there was a surgical delay. Since (B)(6) 2018, the patient had stable conditions. This report addresses the second postoperative plate breakage of dynamic condylar screw system (dcs) and revision surgery on (B)(6) 2017. Related complaint (B)(4) captures first revision surgery performed on (B)(6) 2016 due to pseudoarthrosis and the first plate breakage. Concomitant devices reported: unknown dcs screws (part #: unknown, lot #: unknown, quantity: unknown). This report is for one (1) unknown dcs plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant device: dcs screws (part 280.950, lot unknown, quantity unknown).

Event description:
It was further reported that according to the surgeon pseudarthrosis is the reason for implant breakage.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.